Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed that the working channel sleeve protruded out of the spyscope ds. Reportedly, no part of the spyscope ds device was detached. A spybite biopsy forceps was inside the spyscope ds when the working channel sleeve protruded. There were no issues reported with the accessory device. The procedure was completed with this device. There were no patient complications reported as a result of this event.